Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of "lo" and 127 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, customer reported experiencing symptoms of hypoglycemia and taking glucose tablets to counteract his symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. The reported readings were found in the meter's hyperterminal. All results were within range specification and no errors were observed during control solution testing. Note: a blood glucose reading below 20 mg/dl will give a reading of "lo" in the adc meter.